Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the customer was not outside of the allowable operating altitude range. Blood glucose (bg) was 140 mg/dl. Customer loaded a new cartridge to resolve the alarm. Customer also reported experiencing an elevated bg (530 mg/dl) and a correction bolus was delivered to treat bg. Pump system check with tandem technical support (cts) found pump to be functioning properly. Customer reported to have used cold insulin while filling the cartridge. Cts informed customer that per labeling, room temperature insulin was to be used to fill the cartridge. Relevant tests.